Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. G1, email address: regulatory.responses@icumed.com.

Event description:
It was reported the disposable was not able to be disconnected. Used with ipr 150 med bag lot 20622503. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.